Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the reservoir not staying in the insulin pump. The bottom o-ring would come loose and insulin would come out. They also kept getting air bubbles in the reservoir. The customer¿s blood glucose level was 250 mg/dl. Troubleshooting was performed. The product will be returned for analysis.